Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code recurred.